Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while infusing tpa on a syringe pump via an extension set medication line, there was a leak at an unknown location. There was no patient harm.

Event description:
The customer reported that while infusing tpa on a syringe pump via an extension set medication line, there was a leak at an unknown location. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection of the set observed no obvious damages or issues. Functional and pressure testing resulted in no leaking. The root cause was not identified.